Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was observed leaking from under the threads of the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 10 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted blood residue on the exterior side of the dialyzer label. Two droplets of blood residue were also noted to be present externally on the bottom of the screw flange on the non-cavity ID end. The screw flanges were noted to be undamaged, fully engaged and sonically welded correctly. The silicone o-rings within the screw flanges were seated correctly without any observable damage. The polyurethane (pu) material was intact, distributed evenly and without any visually identifiable defect. Visual inspection of the fiber bundle did not identify any kinked, loose, broken, looped, or damaged fibers on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory leak test where the dialyzer was submerged in a water bath and pressurized incrementally from 4.0 to 15.0 psi. No external leak was observed. The dialyzer was then subjected to a destructive disassembly for further examination. The silicone o-ring on the cavity ID end was noted to be misshapen/non-circular. This failure may have prevented a secure seal between the potting cut surface and the interior surface of the screw flange. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. The silicone o-ring on the cavity ID end was noted to be misshapen/non-circular. Therefore, the seal of the device may have been compromised resulting in the reported leak. The complaint has been deemed confirmed.